Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced abscess and infection. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. If additional event and /or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia, a ventrio hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to excise infected mesh and drain abdominal abscess. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.